Event description:
This lead was capped and replaced because there were high threshold readings. The physician was unable to find any better positioning so the patient was referred for an epicardial lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.